Event description:
It was reported to boston scientific corporation that during the procedure, after the physician had cut one side of the leader loop to remove the sleeve, the sleeve detached in the middle, where it was in the sacrospinous ligament. Reportedly, the physician was holding onto the detached piece with his hand, while the other portion remained on the mesh leg inside the patient's ligament. The physician removed the piece of sleeve from the ligament with forceps, while using valves to enlarge the dissection and to allow better visibility. The procedure was completed with this pinnacle anterior/apical pelvic floor repair kit. The patient, who is reportedly over 18 years of age, was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during the procedure, after the physician had cut one side of the leader loop to remove the sleeve, the sleeve detached in the middle, where it was in the sacrospinous ligament. Reportedly, the physician was holding onto the detached piece with his hand, while the other portion remained on the mesh leg inside the patient's ligament. The physician removed the piece of sleeve from the ligament with forceps, while using valves to enlarge the dissection and to allow better visibility. The procedure was completed with this pinnacle anterior/apical pelvic floor repair kit. The patient, who is reportedly over 18 years of age, was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using a pinnacle anterior/apical pelvic floor repair kit, the sleeve from the leg assembly tore off in its middle during withdrawal. It is unknown if part of the sleeve detached inside the patient; however, there were no patient complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Only two sleeve pieces from the mesh assembly were returned. Visual analysis of the first returned sleeve piece revealed that one end was torn. The weld from the second sleeve piece was intact, however, the opposite end of the sleeve was torn. It is likely that the tensile force on the device overcame the strength of the sleeve, causing it to break off. Procedural factors most likely limited the performance of the device.